Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) depleted prematurely. The patient had been programmed to 4v, 60's, 170 hz on electrode pair 5-,c+ and 5.5v, 60's, 170 hz on electrode pair 1- ,2+ on the left and right sides respectively. Cycling had not been enabled. It was stated that therapy impedance was 788 ohms on the right side. It was reportedly not possible to measure impedances on the left. All other impedances were ok. The patient experienced less than 50% therapy relief as a result of the depletion. L-dopa was administered to the patient, and the patient was ok. A replacement surgery was going to be scheduled. Additional information has been requested but was unavailable as of the date of this report. A supplemental report will be made available when this information is received.